Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer stated that prior to the event the insulin pump had alarmed. No delivery. Troubleshooting was performed, and the insulin pump was able to prime without a reservoir in place. When the customer attempted to prime the reservoir by hand, he stated that the reservoir was very stiff, and it took a great deal of pressure to push insulin from the reservoir into the tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.